Manufacturer narrative:
Section b2, h6 (patient codes): correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ischemic stroke and post-operative bleeding could not conclusively be established through this evaluation. It was reported that the patient was directly admitted from a long-term acute care (ltac) facility to the neurology intensive care unit (ICU) for a suspected ischemic stroke. The patient had become more lethargic with altered metal status (ams). It was also noted that the patient's left arm was flaccid, with facial droop and loss of swallow. A computed tomography (CT) scan confirmed an ischemic stroke. The patient¿s international normalized ratio (inr) was 0 on admission. The patient has been off of anticoagulation and antiplatelets due to post-operative bleeding. The patient was medically managed with anticoagulants, and was transferred back to the ltac facility for further rehab. Multiple requests for additional information regarding the post-operative bleeding were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06dec2019. The heartmate 3 lvas instructions for use (IFU) lists stroke and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted f to neuroicu for suspected stroke. CT confirmed ischemic stroke. International normalised ratio (inr) was 0 on admission. Patient has been off of all anticoagulation and antiplatelets due to post operative bleeding. Patient was medically managed and transferred back to ltac facility for further rehab. Patient is now on coumadin and baby acetylsalicylic acid(asa) additional information received on 22jul2020 states that there were no acute events and patient was rehabbing well at long-term acute care. Patient became more lethargic with altered mental status (ams), left arm flaccid and facial droop, loss of swallow. The stroke did not occur in conjunction with suspected pump thrombus or changes in vad parameters. Patient is off of asa/coumadin, inr of 1.9, and is off of anticoagulation. Patient had CT on (B)(6) 2020 and in comparison to the one in (B)(6) 2020 there was an interval development of new hypodensity in the right frontoparietal operculum suggesting an acute/subacute infarct. No significant mass effect. No intracranial hemorrhage. No brain herniation. Patient has started on heparin drip, asa and coumadin. Discharged on asa and coumadin to reach an inr goal of 2-3.